Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the driving cap f/insertion handle (part # 03.010.523, lot # l648298) was received at us cq. There was evident damage on the distal tip of the device. The most distal threads of the device were stripped and damaged. The shaft of the device had light scratches consistent with wear. There were no other issues noted. The received condition of the device is consistent with the complaint condition thus confirming the complaint. Manufacturing record evaluation: the received driving cap f/insertion handle (part # 03.010.523 lot # l648298 ) was manufactured at the bettlach site on 02-feb-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although we did not receive the mating handle to test the assembly, the complaint was confirmed for the driving cap f/insertion handle (part # 03.010.523 lot # l648298 ), due to the stripped/damaged threads. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523, lot: l648298, manufacturing site: bettlach, release to warehouse date: 02. February 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure a driving cap was difficult to fully thread into the unknown insertion handle that was observed by the nurse. Upon looking at the distal tip of the driving cap, it was discovered that the threads at the distal tip were damaged. The threaded driving cap was not used in the surgery. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown insertion handle (part #: unknown, lot#: unknown, quantity #1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).